Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the suture strand is cut. No further information has been provided.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding another issue (needle detachment), closed as confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 1.12 kgf in average and 1.09 kgf in minimum and fulfilled ep requirements: 0.76 kgf in average and 0.18 kgf in minimum. As stated in the instruction for use of the product: when working with novosyn®quick suture material great care should be taken in order to ensure that the surgical instruments used, such as forceps or needle holders do not cause any crushing or crimping damage to the suture material.' Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.